Manufacturer narrative:
Evaluation of the tracker found the tracker accepts known good instruments without issue. With markers attached and fully seated, the tracker returned a high geometry error just below or just above 0.5 mm causing intermittent tracking. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the black tracker fused with the long drill during the case. The case was completed with the blue tracker. There was no patient harm or additional complications reported or anticipated as a result of the event. There was no patient harm.